Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct on a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, the handle completely detached from the catheter. Reportedly, there was no stone inside the basket when the handle detached. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.